Event description:
The following was reported: "during the procedure, using the mako robot, it is necessary to insert screws (checkpoint) for the robot to do the readings. When removing one of these checkpoints, it broke inside the patient's femur. Due to the positioning and the size of the fragment, it was decided to leave it inside the bone. This device has recently been changed. The previous model was discontinued."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving a mako checkpoint was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: a review of the provided medical information by a clinical consultant indicated: undated/unlabeled: ap pelvis x-ray. Arthritic left hip. Total of arthroplasty right hip, stem is slightly proud. Cup position looks acceptable. A red line circles a small metallic fragment in the superior acetabulum above the cup. This certainly could represent the distal portion of a checkpoint. Conclusion/assessment: the patient underwent a mako total hip. Apparently, a checkpoint for the acetabulum broke and the distal fragment was left inside the acetabular bone. The assessment is limited as no preoperative or postoperative medical records were provided for review. No preoperative x-rays were provided for review. The provided x-rays are undated and unlabeled. Event confirmation: a metallic fragment in the acetabular bone can be confirmed. The metallic fragment cannot, with certainty, be confirmed to be a checkpoint fragment without seeing the proximal portion. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed, although a metallic fragment is confirmed on the provided x-ray, it cannot with certainty be confirmed to be a checkpoint fragment without seeing the proximal portion. No additional investigation or specific actions are required. If additional information such as pre op x-rays, x-ray of the proximal view and surgical notes are received then the complaint will be reopened.

Event description:
The following was reported: "during the procedure, using the mako robot, it is necessary to insert screws (checkpoint) for the robot to do the readings. When removing one of these checkpoints, it broke inside the patient's femur. Due to the positioning and the size of the fragment, it was decided to leave it inside the bone. This device has recently been changed. The previous model was discontinued.".